Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using the scs system for a while. In turn, was unable to charge the ipg for about 8 months (date of event unknown) as the ipg would not communicate with the charger. Charger replacement was unable to resolve the issue as the new charger was able to communicate with the ipg, however was unable to charge. A sjm representative met with the patient and was unable to establish communication between ipg and multiple external devices. Consequently, surgical intervention will be taken at a later date to address the issue.

Event description:
Further follow up identified surgical intervention was taken where the ipg was explanted and replaced with another model which resolved the issue.